Manufacturer narrative:
Logs review shows there was a pc comms loss during the reported event. During the device comms loss, gas and blood flow were not interrupted. The internal resync of comms automatically re-established all communications, by design. Upon receipt device presents no obvious signs of damage. Unable to replicate reported issue rebooting device multiple times to force communication restart. Root cause determined to be software fault. Device comms are improved in software 6.8+. Confirmed os is updated to latest version. Completed preventative maintenance successfully. As this is the second report for this error code on this serial number, device is being permanently replaced with device on site. No patient harm or delays to the surgery.

Event description:
Qws had unexpected shut-down mid-case. Power button did not appear to have been pressed for 10 seconds by user or pushing against other equipment. Qws booted back up independently with spectrum logo rotated 45 degrees and "system error" message displayed on the screen. Qws shut itself off again and booted back up properly immediately after. User was still on bypass and did not attempt a hard reboot of the qws or a swap to a new qws. All timers, record, etc. Were lost upon qws start up but no other effects to operations of the rest of the hlm. After the case logs were pulled and no reports of failure since then.